Manufacturer narrative:
A supplemental MDR is being submitted due to an update in evaluation due to additional information received. The following sections have been updated: b4, b5, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate valve implant age caused or contributed to this event but a definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our french affiliates, approximately 7 years and 6 months post implant of a 23 mm sapien 3 valve in the aortic position, the patient underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access. The procedure was indicated due to severe hemodynamic structural valve deterioration (svd stage 3) with stenosis, calcification and a 40-mmhg invasive gradient. The patient was presenting nyha iii symptoms with dyspnea. The planned procedure involved transfemoral access with a 23 mm sapien 3u valve and post-dilation using a non-compliant balloon. A new sapien 3 valve was implanted within the existing transcatheter heart valve. Post-implantation, the patient experienced a large intra-prosthetic leak due to a probable leaflet tear during post-dilation of the s3u valve with a 24 mm non-edwards balloon. This required the implantation of another 23 mm edwardss3u valve to resolve the leak (viviv). The patient also experienced paroxysmal av block episodes which occurred intraprocedurally, requiring pacemaker implantation. Two days post valve in valve in valve, on discharge, an echocardiography revealed moderately stenosed dysfunction of the valve-in-valve-in valve sapien3u 23 mm tavi, with a mean gradient of 31 mmhg and valve area of 1.3 cm2, likely due to prosthesis-patient mismatch. The care team planned to reassess the patient's symptoms and echocardiographic findings, indicating that further intervention may be considered. Furthermore, at the 30-day follow-up, transthoracic echocardiography showed a persistently elevated aortic mean gradient of 23 mmhg.

Manufacturer narrative:
This is one of three manufacturers being submitted for this case. The investigation is ongoing.

Event description:
As reported by our french affiliates, approximately 7 months post implant of a 23 mm sapien 3 valve in the aortic position, the patient underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access. The procedure was indicated due to severe hemodynamic structural valve deterioration (svd stage 3) with stenosis and a 40-mmhg invasive gradient. The patient was presenting nyha iii symptoms with dyspnea. The planned procedure involved transfemoral access with a 23 mm sapien 3u valve and post-dilation using a non-compliant balloon. A new sapien 3 valve was implanted within the existing transcatheter heart valve. Post-implantation, the patient experienced a large intra-prosthetic leak due to a probable leaflet tear during post-dilation of the s3u valve with a 24 mm non-edwards balloon. This required the implantation of another 23 mm edwardss3u valve to resolve the leak (viviv). The patient also experienced paroxysmal av block episodes which occurred intraprocedurally, requiring pacemaker implantation. Two days post valve in valve in valve, on discharge, an echocardiography revealed moderately stenosed dysfunction of the valve-in-valve-in valve sapien3u 23 mm tavi, with a mean gradient of 31 mmhg and valve area of 1.3 cm', likely due to prosthesis-patient mismatch. The care team planned to reassess the patient's symptoms and echocardiographic findings, indicating that further intervention may be considered. Furthermore, at the 30-day follow-up, transthoracic echocardiography showed a persistently elevated aortic mean gradient of 23 mmhg.